Event description:
In 2009, a customer informed baxter that his transfer set, product code unknown and lot number unknown, fell off from his catheter. The event occurred during patient use. This complaint is related to two other complaints. The patient called the assistance line to ask for assistance with an alarm and then mentioned to the technical service representative (tsr) that he was experiencing pain and cramping. The patient experienced pain and then for the other complaint, the patient stated that he had cramping. Both these complaints were communicated to the assistance line a dya prior. The patient was contacted by the pharmacovigilance department regarding the pain and the patient stated that he was experiencing these pains since about three days prior, which were due to a "bug" in his stomach. During the converstation the patient stated that his transfer set had fallen off on the floor two weeks ago. To prevent further leakage of the dialysate, the patient state he inserted his little finger into the transfer set and believes that this action contaminated the catheter. The patient went for a check up, and handed the nurse a bag of cloudy effluent. The patient was given ciprofloxacin 500ms (1 tablet for 14 days). The patient started taking the medication in the next day, and he stated that he felt better. Additional information: the pharmacovigilance department contacted the nurse at the hospital about one week later. The nurse stated that the patient was admitted into the hospital 4 days prior, due to peritonitis. Pharmacovigilance department was trying to gather more information regarding the transfer set falling off however the nurse at the hospital stated that the patient's chart was not available. The patient went to the clinic with a bag on cloudy effluent and was treated with ciprofloxacin and he mentioned that he was getting better when called.the patient is currently still in the hospital, and is getting treated for peritonits.

Event description:
The facility reported a pump with a malfunction of bioline error, froze while functioning in use. The reported condition was identified during patient therapy in the obstetric care unit. There was no patient injury or medical intervention necessary. No additional information is available.

Event description:
33:612:236:0000 found during pal evaluation from pressing damaged stop key.

Manufacturer narrative:
(B) (4) changed event description to reflect the fact that this event occurred during service while testing, and not a product analysis lab (pal) evaluation. Failure code 33:612:236:0000 found during service, "while testing keys, caused 2 33:612:236:0000 failure codes (fcs), from pressing damaged stop key."

Manufacturer narrative:
The device has been received for evaluation of "damaged stop key", however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The family of a (B) (6) male - (B) (6). - in hospice care for amyotrophic sclerosis, complained that the portable aspirator was not as strong as a previous suction machine made by a different manufacturer. The patient said the aspirator did extract secretions, but it took longer than the previous suction machine. Per the instruction of a dme/hme, the aspirator was checked by a family member for leaks by vacuuming water, no leaks were reported, the vacuum pressure was also checked by a family member and found to be to 20psi, normal maximum vacuum. A few days later the patient passed away; the family is associating his passing with the aspirator. As of 4-29-2010, the aspirator is currently not available for lab testing.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The software (B) (4) and will be categorized as a colleague 2006. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Manufacturer narrative:
(B) (4)date device returned to manufacturer on october 27, 2009.

Event description:
It was reported by the pt that he underwent a cervical fusion procedure from l3-l7 using rhbmp-2/acs. Reportedly, ever since implantation, the pt has had problems with the device which includes fever, chest pains, arthralgia, heart palpitations, and "disappearing veins."

Manufacturer narrative:
(B) (4)